Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.

Event description:
On (B)(6) 2012, it was reported that the buttons on the pt's infusion device were not functioning and the soft components of the buttons was worn down. The device displayed e8 (power interrupt). No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product eval.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. E8 was found in the history list. The softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button is permanent active due to an external mechanic damage. The damages led to the triggering of e8 errors. The problem mentioned by the customer is related to careless handling of the product.